Event description:
It was reported that the patient has been struggling to get excellent coupling for the past couple of months. It has taken the patient 2 hours to charge from 30% to 100% and it will only be on good. The caller noted that they are troubleshooting right now and it seems to be working at the moment, but it hasn't been the case lately. Technical services (ts) asked caller to check the recharger telemetry module (rtm) for any damage, appears that pt has the new model and all contacts are in good condition. Implantable neurostimulator (ins) is flat and close to surface of the skin. The issue was not resolved through troubleshooting. A request was sent to the repair department for replacement rtm

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.